Event description:
Catheter tip was misshapen prior to removal from packing. A second catheter had the same issue. The tip seemed to be misshapen. It seemed to be a packaging issue because the tip seemed to get squished against the package holder.